Event description:
It was reported that the patient's left ventricular (lv) lead dislodged during use and was reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6935m-55 lead implanted 2014 (B)(6); 4076-45 lead implanted 2014 (B)(6). (B)(4).